Event description:
Moments after initation of dialysis treatment - 1st use toray dialyzer. Patient c/o shortness of breath and facial flushing. Treatment stopped. Blood discarded. Treatment restarted. Patient completed treatment without further difficulty. Ebl 250cc pu hcpdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.